Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for several days leading up to the call. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 160 mg/dl. During troubleshooting, the customer reported that there were air bubbles in the reservoir. Troubleshooting was not completed. The reservoir was not replaced or returned for analysis.